Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference#1627487-2019-10953; related manufacturer reference#1627487-2019-10954, it was reported the patient's scs system was explanted two weeks after implant due to a physician examine results that confirmed an (B)(6) infection. As a result, the patient was prescribed antibiotics, wherein the infection cleared. Patient remains stable.